Manufacturer narrative:
H6: code d16 was removed from investigation conclusions and code d15 was added.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent a declotting treatment of an arteriovenous fistula in the upper left arm using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). No calcification was present in the target treatment site, only some thrombosis. It was reported that the physician was able to reach the target treatment site by using an unknown guidewire and sheath, where the access point was the wrist. The physician went to pull the deployment line and was only able to pull an inch worth of string before meeting resistance. The physician tried pulling a couple of time with no success. The viabahn device was withdrawn from the patient with no issues. There was no device expansion as the viabahn device remained constrained on the delivery system and the deployment line remained intact. The procedure was completed using a new viabahn device. It was reported there was no impact to the patient.

Manufacturer narrative:
H6 code b01: engineer investigation: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates that the deployment line had been partially pulled through the hub at the knob, but no deployment of the outer zipper of the device was evident. The reported inability to initiate deployment due to a stuck deployment line is consistent with the findings of an inability to initiate deployment with traction at both the knob and endoprosthesis during engineering evaluation. H6 code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.